Event description:
The account generated discrepant architect troponin results on a patient sample, sid (B)(6). Initially, the sample generated a positive architect troponin result. Later, the account used the sample in a (B)(4) for troubleshooting. The sample was rerun multiple times for the (B)(4) generating both positive and negative architect troponin values. The precision range generated values from 0.0 to 0.41 ng/ml. It is unknown what the true value of sid (B)(6) was determined to be. The account uses an architect troponin cutoff value of 0.03 ng/ml. No specific patient data was provided. No impact to patient management was reported.

Manufacturer narrative:
The initial report was submitted under manufacturer report number 1415939-2012-00135 ((B)(4) as manufacturing site) with suspect medical device of architect stat troponin-I, list 2k41. After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 ((B)(4) as manufacturing site). (B)(4). The abbott field service engineer (fse) inspected the analyzer, found build up of dried buffer internally in the syringe, and replaced the syringe which resolved the issue. A review of the complaint records found no atypical complaint activity that could be related to the described issue. A review of metrics and the 12 month historical data search review identified no adverse or non-statistical trends in conjunction with the syringe. A review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based upon the available information, no product deficiency was identified during this product evaluation.